Manufacturer narrative:
(B)(4). Batch: r5971f. Additional information requested but not received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: the analysis results showed that one gst60d cartridge reload was returned unfired with 13 double drivers and 10 single drivers missing making the reload non-functional. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: is the current patient status known? Yes , good health. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No (extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during a sleeve gastrectomy procedure, the cartridge opened, before installing it on the stapler, the nurse noticed that the white pushers is out of their pockets. Patient consequences were not reported.